Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding getting the set out, which occurred on the homechoice (hc) during use. The home patient (hp) explained they called before because their heater bag became disconnected during prime and that the tsr told the hp to start over. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp). The hp stated the line became disconnected because they left the connection loose when they setup. The hp stated there was no injury or medical intervention and everything was fine. There were no further details.

Manufacturer narrative:
(B)(4). This complaint for connection issue was confirmed because it was reported that the connection to the heater bag was left loose. The cause was an incomplete connection, which is a use error. The label review found the labeling adequate for the use error in this complaint.